Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to periprosthetic fracture.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's poor bone quality, which led to a periprosthetic fracture, or an intra-operative bone fracture that was not noticed during the original surgery, which led to pain and functional limitations.

Event description:
Index surgery: (B)(6) 2016. Revision due to periprosthetic fracture.